Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that during pump refill the healthcare provider (hcp) had difficulty filling and was only able to fill the pump with 15ml of drug. A dye study, roller study, and x-rays were performed. The patient fell frequently and the pump was implanted in the buttocks. It was determined by lateral x-ray of the pump that there was a dent in the pump along the reservoir. The pump rotor was moving and the catheter showed to be intrathecal. There were no issues with the pump except that the reservoir was dented and could no longer hold 20ml of drug. There were no patient symptoms and no further action was taken. Patient status at the time of the report was alive with no injury. The device system delivered compounded baclofen and hydromorphone.